Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not rewind and did not do anything while he presses the act button. The customer¿s blood glucose was 300 mg/dl. Troubleshooting was performed. The customer was advised to insulin pump would need to be replaced, discontinue use of the insulin pump and refer to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump failed to rewind due to moisture damage to the motor slid noted. Insulin pump received with no button response at act, due to unlocked connector on lcd board. No corrosion or moisture found on act keypad. Displacement test and self test could not be performed.